Manufacturer narrative:
One bci capnography monitor capnocheck ii was returned for evaluation. Visual inspection found the device to be in good physical condition. Upon power up, the reported customer complaint was verified. Device was noted to have no flow. The pink restrictor was replaced with a blue one as a result, but still no flow occurred. The rear housing was replaced believing there was a pin hole leak the device was tested again still no flow. The main board was replaced still did not function. Pump was noted to be coming apart as well upon removal of the top. The pump was replaced, and tested yet again. The problem persisted. The most probably cause of issue was determined to be user interface; reported issues have been identified as relating to impact damages. Design was also noted to be a contributing factor as the co2 pump has no fastening system. This leaves it to dislocate on impact and knock other components internally. The protective boot around the housing acts as shock absorber preventing damage to the housing.

Event description:
Information was received that a smiths medical bci capnography monitor capnocheck ii - 8400 has alarms sounds, most commonly occlusion. No patient adverse effects reported.